Manufacturer narrative:
(B)(6). Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated cell therapy treatment and did not place their ipg into surgery mode prior to the treatment. Consequently, the patient's ipg was inoperable and unable to communicate with external devices. As a result, the physician explanted and replaced the ipg, resolving the issue.

Manufacturer narrative:
The reported observation of ¿inoperable ipg¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s therapy procedures.